Event description:
It was further reported that (B)(6) 2011 core lab report notes: "total occluded lesion at follow-up. Intraluminal defect (compatible with thrombus) at proximal edge of stent. The core lab reports a target lesion revascularization and notes that thrombus was present. Prior to transfer to the study hospital, the patient had an episode of ventricular fibrillation requiring a single shock of 200 joules which resulted in successful defibrillation into sinus rhythm. The patient was intubated and placed on a ventilator. The event was resolved and the patient discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced slow flow. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis, a length of 13 mm and reference vessel diameter of 3.25 mm. The physician treated the target lesion with pre-dilatation and implanting a 3.0 x 18/20 mm promus study stent, and post-dilatation with 0% residual stenosis. The patient reportedly had an event of cardiac chest pain due to ostial septal perforator disease which was treated medically prior to discharge. The patient was discharged 5 days later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with sudden onset severe retrosternal chest pain. The ECG showed marked st elevation throughout anterolateral precordial leads with reciprocal depression in anterior leads. Cardiac enzymes were consistent with the protocol definition of a myocardial infarction with peak troponin I =0.91; uln=0.07. The patient had not been taking medications for 4-6 weeks. The patient was referred for cardiac catheterization which revealed: lad (target vessel): occluded at ostium with long area of stenosis from ostium to mid lad. It was felt the culprit was ruptured plaque rather than true thrombosis and it wasn't from the stent in the proximal lad. The ruptured plaque was just proximal to the previously placed stent and was an area of disease that was more moderate in 2009. Ramus: patent; lcx: 20-25% proximal disease; rca:15-20% proximal disease; 20-25% mid disease ; 15-20% distal disease; lvef: 30-35%. The ostial lad was treated with a thrombectomy and a 3.0 x 28 mm non bsc stent was placed overlapping the previous stent. An event of ventricular fibrillation was also reported and was treated with defibrillation. The patient was discharged 4 days later on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with nonexertional retrosternal chest discomfort associated with shortness of breath, diaphoresis and nausea. Peak troponin I was 0.91, uln=0.07. At 729 days post index procedure, the patient underwent bilateral coronary angiography and ivus of lad which revealed: lmca: free of disease; lad (target vessel): per angio - widely patent through stented segment; septal perforator jailed by two stents and patent; 20% stenosis beyond stents. Per ivus - two or three areas where stents could be better expanded with "significant plaque outside of the stents" lcx: 20% proximal disease; rca: 15-20% disease throughout; lvef: 45%. The stented segment of the lad was treated with balloon angioplasty using a 4.0x15mm quantum maverick to optimize stent strut apposition and expansion, with 0% residual. After the stent expansion to treat chest pain, there was some slow flow down the first septal perforator and 70% residual stenosis. The subject had no chest discomfort. Post-procedure the patient experienced an episode of significant bradycardia which was treated medically. It was decided not to treat the septal perforator with balloon angioplasty "given the intramyocardial course of this vessel and the potential risk in compromising the stented segment." The patient was discharged 4 days later on aspirin and clopidogrel.

Manufacturer narrative:
Relevant tests corrected date of coronary angiography performed on (B)(6) 2011 not (B)(6) 2011 as initially reported. (B)(4).